Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during the procedural preparation of a 10tx40x136mm xact balloon expandable stent (des) that a tear was noted on the inner sterile package of the device after it was removed from its outer packaging breaching the device sterility. Therefore a new xact bes was used and the procedure was continued. There were no other damages located on the packaging nor the device. There was no patient involvement nor clinical delay. No additional information was provided.